Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The customer troubleshot the device with the assistance of technical support. The customer replaced the power supply. No parts were returned for evaluation; therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was not charging. There was no patient involvement. The event date was not specified; estimate used.